Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level at the time of incident was 377 mg/dl. The blood glucose level when he woke up was 500 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer also reported that the infusion set cannula was bent. The customer was treated with manual shots. Customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.